Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information received, ¿the reclaim necks use during hip revision are damage and beyond use. The hex head locking screw becomes fully extended and locks out. Resulting the screw driver torque limitation. Unable to lock down the trial posts¿ the product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis revealed that the head of the set crew was heavily stripped. Additionally, the device exhibits and overall appearance of constant use; no other visual defects or damage that could have contributed to the reported event were observed. A functional test was performed to assess the screw¿s functionality. The assessment revealed that, after multiple attempts, the screw was unable to rotate as intended and was found jammed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as, inadvertently over tightening or over loosening the hex screw component. Properly handling and attention to the approved use of the device diminishes the risk of failure. The overall complaint was confirmed as the observed condition of the reclaim prox neck trl 40mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
The reclaim necks use during hip revision are damage and beyond use. The hex head locking screw becomes fully extended and locks out. Resulting the screwdriver torque limitation. Unable to lock down the trial posts. Was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4), device property of other, device in possession of none, (B)(4), device property of other, device in possession of 1.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot), d9. Corrected: d4 primary UDI number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.